Event description:
A facility reported a cerelink was implanted on (B)(6), 2026. On june 11, 2026, the patient was agitated and moved. Then the cerelink sensor displayed, "sensor or cable extension failure" on screen. Unable to remediate issue with implanted sensor. Malfunction occurred due to patient becoming agitated and did not cause the patient to become agitated. There was not injury caused to the patient due to the malfunction, just the loss of the icp data set moving forward with that patient. Additional information: - monitor used and serial number (ex: (B)(6). - cable used: 826850 - sensor information - 826850 - implant location: parenchyma - was the integra/codman icp monitor connected to a patient monitor: yes - if yes, provide patient monitor make & model: ge, cs one - was the patient lead always connected: yes - description of the failure including: patient was irritated and moving about. Sensor failed at this time and displayed a ¿sensor or extension cable failure! Disconnect and replace cable or sensor¿ cable and monitor replaced but same error appeared. - the sensor was replaced? No ¿ patient also had ventriculostomy for icp monitoring - current status of the patient: remains hospitalized, receiving rehab therapies.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.